Event description:
One endeavor sprint drug-eluting stent was implanted to the mid rca. A ptca revascularization of the 1st right posterolateral was carried out the same day, due to acute dissection after pci. Two micro driver stents were implanted, overlapping. An acute non-stemi is reported to have occurred. Location of the infarction was inferior; investigator has assessed the event as a non-q-wave mi. Pci rca with dissection was treated conservatively. After one hour chest pain and st-elevations were noted. Pt was treated with re-cag and revascularization-pci. Pt was asymptomatic at 30 day follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval results: (myocardial infarction). Other, secondary intervention.